Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. Customer¿s blood glucose level was 93 mg/dl. The customer declined to troubleshooting low blood glucose level. Customer also reported that he wont go to auto mode and auto mode shows the message of sensor not ready. The insulin pump was not returned for analysis. (B)(4).